Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold and two openings curved on the anterior. Leak test and microscopic analysis was performed which identified: two openings striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings assessed as surgical damage consist in the use of some surgical tool. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling, fluid build up;" "alcl". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported "pain, swelling, fluid build up and a exchange from textured to smooth devices due to the patients concern with the product." Further reported was "alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Device has been explanted.